Manufacturer narrative:
This supplemental report is being submitted to provide the investigation conclusion. Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot m145666 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 191-000 / lot: m145666, test base part number 190-430 / lot: m145666. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot m145666 showed that the complaint rate is 0.02%. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue as the logfiles were not provided.

Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion.

Event description:
The customer reported a false positive result with the ID now covid-19 performed on (B)(6) 2021 on a floq direct tested nasopharyngeal swab sample. The customer reported that there was a five (5) minute lag time with testing time of the culture as the sample was stored inside a sterile tube, then further wrapped in a bag and transported to the inspection lab and tested. Repeat testing was not performed. Pcr confirmation testing was performed (B)(6) 2021 on a nasopharyngeal swabs and generated negative results. The customer stated the patient was symptomatic with a cough. The false positive was for a doctor at the hospital, hence the doctor took a day off work. No delay with treatments, as he went back to work after confirming negative with pcr.